Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years later, computed tomography (CT) showed a chronically embedded simon nitinol filter in the distal infrarenal inferior vena cava at the iliac confluence. The tip was embedded along the right caval wall, and there was severe multi-focal leg penetration through the bilateral iliac veins and into the retroperitoneum abutted the right common iliac artery. There was also penetration of multiple leg components into the adjacent vertebral body. Approximately eight months later, filter removal procedure was performed. Under direct ultra sonographic guidance, the right internal jugular vein was accessed with a 5 french micropuncture set, through which a 0.035 amplatz wire was advanced into the inferior vena cava. The french dilator was removed, the tract was dilated and ultimately, a 14- french dry seal sheath was placed. A 12 french sheath was placed coaxially through the dry seal sheath. A 5 french omni flush catheter was advanced over the wire and into the right common iliac vein and an inferior venacavogram was performed. The omni flush catheter was then used to engage the filter umbrella. An exchange length glidewire was passed through the catheter and then redirected cranially in the inferior vena cava, where it was snared using the trilobed snare, thereby formed a wire loop through the inferior vena cava filter. Attempts were made at pulling the tip of the filter into the sheath using the wire loop, however this could not be done because the tip of the filter was embedded in the caval wall. Therefore, rigid forceps were advanced and used to dissect free the embedded filter hook and free it from the wall. Attempts were again made at sheathing the filter but could not be sheathed. At this point, the sheathing system was upsized to a 16 french laser sheath and 18 french dry seal sheaths. A 12-20 trilobed snare was used to engage the hook of the filter. The snare and wire loop were used to draw the filter into the laser sheath. The laser sheath was removed, and the omni flush catheter was again advanced, and a completion inferior venacavogram were performed. All wires, catheters, and sheaths were removed. Initial scout images of the filter in the anteroposterior and lao positions demonstrated a simon nitinol filter with the tip tilted towards the right. There was an old fracture of a posteromedial leg which correspond to the previously identified fragment seen on an outside computed tomography scan that showed this fragment embedded in the adjacent vertebral body. Initial cavogram showed that the tip of the filter was embedded along the right caval wall. There was multifocal leg penetration through the inferior vena cava most pronounced medially. The old, fractured fragment remained stable in an extraluminal position. Gross description demonstrated that an inferior vena cava filter was received in formalin and consisted of metallic filter like device. There was a moderate amount of a tissue and clotted blood entrapped within the device. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for allege filter tilt and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted, struts detached, perforated and embedded in wall of the inferior vena cava. The device was removed percutaneously. The detached strut retained in spine and the patient experienced pain in right lower back; however, the current status of the patient is unknown.